Event description:
A customer observed patient sample trop I results associated with the wrong sample when using the vitros eci analyzer. Mis-association of pt results with the wrong sample may lead to inappropriate physician action. The incorrect results were reported to the clinician. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event determined that the customer removed a sample from the vitros eci that had not been processed to completion. The pending test request (trop I) and sample demographics were stored in the analyzer's software instead of being deleted. If a sample is not processed to completion, the sample programming and associated demographic data are retained by the analyzer in a "pending" state. The operator placed an alternate sample in the position programmed for the pt sample causing patient's demographics and test request to be associated with the wrong sample. User error is the root cause of this event.